Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that resistance was met during catheter insertion. The target lesion was located in the coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the guidezilla ii was inserted into the non bsc guide catheter. However, it was noted that there was resistance during insertion and the device failed to advance into the target lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a partial separation at the collar. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a 6f long guidezilla guide extension catheter inside of a 6f guide catheter (non-bsc). The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed numerous kinks in the distal shaft, distal shaft damage (twisted) located approximately 16.5 cm form tip, tip damage (misshapen), and collar damage (partial separation). The distal shaft of the guidezilla was severely kinked/damage for approximately 1cm from the hub of the guide catheter (approximately 16.5 cm from the tip). Functional testing was carried out by rehydrating the guidezilla distal shaft, loading the complaint device onto a guide wire and then into the hub of the returned 6f guide catheter. When loaded into the hub of the guide catheter, the guidezilla was only able to be advanced for approximately 16.5 cm, and stopped advancing at the sight of severe shaft damage (same position as when the devices were received). The guidezilla was then removed and a lab suppled 6f guidezilla device was also loaded into the returned 6f guide catheter, and the lab supplied device advanced through the guide catheter and only stopped advancing at the kink in the non-bsc guide catheter (located 3 cm from the tip of the device). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.